Event description:
The surgeon stated that he attempted to implant an aq2003v 3 piece silicone lens, diopter -12.0. The lens was advanced out onto the mayo stand, this was when the lens tear was noted. The lens was torn in half. No pt contact. The surgeon stated that the injector was over sterilized and may have been warped causing the lens to tear. The cartridge model that was used was a st-45s. The facility was unable to provide the cartridge lot number. This was the first lens of two for the same pt. Please reference MDR 3 2023826-2005-00677.